Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage measurement was performed and passed at 0.21 vdc. Pairing with nordic bluetooth device/download was performed and failed. Pairing with (B)(6) bluetooth device on walk-around box 1st attempt/download was performed and failed. Transmitter was put into isolation box and verify correct tx ID is advertising: transmitter was not advertise. Share log review was performed and a pairing failure was found in the log within the investigation window. The allegation was confirmed. The probable cause was determined to be loss of connection. In addition, the probable cause of the loss of connection was found to be a defective transmitter. The reported event of a pairing failure is reportable based on the finding of a defective transmitter. No injury or medical intervention was reported.